Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient was trying to increase the stimulation but couldn't because they were getting the poor communication screen. They were implanted on the day of the report. It was noted that there were no bandages or swelling present. They stated that they didn't think they had bandages and stated it was hard to see, but knew they had steri-strips over the implant. They were using an antenna so they confirmed it was secured and tried to sync, but to no resolve. They then tried unplugging the antenna, placing the programmer directly over the implant, and syncing, but that didn't work either. They weren't going to see a healthcare professional until (B)(6) 2017, but stated that they would try to call them. They also mentioned that the device was really hard to reach because of its location and the manufacturer representative (rep) only spent a few minutes explaining things. There were no symptoms reported.